Manufacturer narrative:
G3 initial awareness date was (B)(6) 2026 the reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the device, 060-6085-201a, medium, uterine manipulator, was used in a robotic hysterectomy procedure on approximately 04jun26, and ¿vcare breaking during a case on 6-4¿. It was a dv5 robotic case with dr. "[¿]", "[¿]" pa manipulating. Hysterectomy. No harm to pt. I think it was pretty early on in the case that it snapped. It was not a large uterus, if I remember correctly¿. Further assessment found the "the white screw broke off and was 'misaligned' per the staff. The screw fell on the floor and was thrown away.". The device did not fragment, and no components detached inside the patient. There was no injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.